Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb had a nub on the inside channel where the scope is inserted. The nub prevented scope from being inserted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. Endoscope was not returned for investigation. No visual defects were observed on the c-ring and cannula. To test the fitting problem with the endoscope, a mechanical evaluation was conducted. A reference endoscope was inserted and retracted without any observed difficulty. The device was evaluated five times for the scope's ability to fit inside the cannula bell. A second investigator was also able to insert and retract the same reference endoscope with no difficulty. Based on the returned condition of the device and the evaluation results, the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7xb had a nub on the inside channel where the scope is inserted. The nub prevented scope from being inserted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.